Manufacturer narrative:
(B)(4). Swing tab detached/missing the analysis results found that the tlc55 device was received in good visual condition and with a reload loaded in the device. The reload had the 6 most proximal drivers up and the swing tab was noted to be detached and missing, making the reload nonfunctional. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reach on what caused the swing tab to detach, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # unk. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: on which firing did this occur? First. What was the shape of the deployed staples (b-formation, irregular, legs straight)? Irregular. Did the device cut? No. If the device cut, was the cut line complete? No.

Event description:
It was reported that during a low anterior resection procedure the device did not fire properly only 1/2 staples worked. When surgeon closed and fired it caught halfway so only 1/2 staples were displayed. Procedure completed with same/like device. There was no adverse consequence to the patient.